Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted .results from the product history record review indicated the product met release criteria. Additional info was provided, which indicated a cartridge and handpiece were used; however, no details were provided with the viscoelastic. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the leading haptic was twisted and came out before the optic with enough turn to have it pointing the incorrect direction. The lens decentered inferiorly and the bag tore by the haptic turning. The lens remains in the eye. Additional info was received from the surgeon who reported the pt experienced pain and nausea and visited the emergency room for treatment following the implant procedure.